Event description:
Per the clinic, the implanted device extruded from the implant site (date not reported). The device was explanted (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed june 25, 2015.

Manufacturer narrative:
(B)(4). Device not available for analysis.